Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system did not stop immediately even after releasing the gantry rotation button. The arm up button was pressed and it still did not stop. The system switched to 3d mode and the operation was unstable. The system was restarted and restored. There was no impact on patient outcome and the issue caused a less than 1 hour delay. It was noted that there was an incision made and the patient was under anesthesia when the issue occurred. Additional information was received. The operation of the pendant was unstable. Even when the gantry rotation button was released, the rotation of the gantry could not stop immediately, and even though the gantry rise button was pressed, it could switch from 2d mode to 3d mode. The device was rebooted and the unstable operation resolved, and the device operated normally. Use of the system was continued and the procedure was completed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000488, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. H3, h6: no products were received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.